Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and visual analysis noted crease flat, black particles on the shell and broken on the plug strap. A leak test was performed and leakage was observed. Under microscopic analysis a striated opening on the anterior portion of the shell was observed and a sharp opening on the plug strap. Based on the device analysis the final assessment is: a sharp opening on the plug strap assessed as an unidentified (tear) opening. A striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.